Event description:
It was reported that the patients spinal cord stimulation (scs) paddle lead had high impedances due to paddle pulled out of epidural space. The patient still getting therapeutic benefit from current program, although the efficacy has decreased compared to previous levels. The patient underwent a lead replacement procedure. Additional information was received that explanted device will not be return per facility policy.

Event description:
It was reported that the patients spinal cord stimulation (scs) paddle lead had high impedances due to paddle pulled out of epidural space. The patient still getting therapeutic benefit from current program, although the efficacy has decreased compared to previous levels. The patient underwent a lead replacement procedure.